Event description:
A healthcare provider reported that a postman, pricked themselves with a return envelope containing an applicator (with needle) and a sensor intended for the abbott laboratory. Hcp further reported that the wound was disinfected, and they have been under prophylactic triple therapy, biological monitoring and vaccination since then. Hcp inquired if the device was used by a patient or returned without being used. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.